Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it displayed a battery depletion error message. Also reported that the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. According to medical records, the device has been explanted and replaced. No additional adverse patient effects were reported.